Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he received a lost sensor alarm. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated that pump is communicating with transmitter. Customer checked alarm history and he found spi to asic communication error and rf pic failed self-test alarm. The customer was advised that the error table indicates pump should be replaced. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a test minilink and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. No bad sensor/lost sensor alarms or spi to asic communication or rf pic failed alarms during testing were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.